Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed failed battery test. Customer's blood glucose was 220 mg/dl. The customer was assisted to do troubleshooting and the insulin pump did not alarm failed battery test. Advised customer the battery cap would be replaced. No further information provided.